Event description:
It was reported that during the pre-use check, a stain was found on the cuff. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and four (4) photos were received for evaluation. Visual inspection was performed. Visual inspection found the stain was observed in photo 2 and photo 4. Stain was found on the cuff surface of the returned sample. The root cause of the reported issue was found to be manufacturing. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure ?visual inspection" and contamination inspection sections.